Event description:
Item broke during surgery. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. No broken pieces fell into or were left inside the patient.

Manufacturer narrative:
The affected devices were returned and evaluated. The visual inspection of the femoral implant impactors confirmed the complaint that the anterior cam bumpers were damaged. Heavy wear and use damage was also observed on the posterior cam bumpers and remnants of bone cement were observed on both cam bumpers. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.